Manufacturer narrative:
Taper unk. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Visual exam may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial # and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
The pt reported a suspected lap-band port leak.